Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. The complaint was confirmed for no communication. As received, the ipg would not communicate with the lab equipment. The internal battery was damaged during the laser cutting operation. The battery was removed; the battery weld was inspected and found to be in good condition. Inspection of the kapton tape revealed it was contaminated with battery electrolyte; however, no signs of the tape being compromised were observed. Further analysis was not possible. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02464. It was reported, the pt was unable to establish communication between her ipg and her charger and programmer. The pt stated, she consequently lost stimulation a couple of months ago. The physician reported, the pt also had a lead fracture. The physician explanted and replaced the pt's ipg and leads. It was reported, the pt regained effective stimulation as a result of the procedure.